Event description:
The device was used during a laparoscopic birch procedure. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.